Event description:
At about 1 month after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the cup, head, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22-nov-2022: lot 2202298: (B)(4) items manufactured and released on 09-mar-2022. Expiration date: 2027-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional items involved in the event, batch review performed on 22 november 2022 ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 2113571. Lot 2113571: (B)(4) items manufactured and released on 13-dec-2021. Expiration date: 2026-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Cup: mpact 01.32.152dh acetabular shell ø52 two-holes (k132879) lot. 2200500. Lot 2200500: (B)(4) items manufactured and released on 04-may-2022. Expiration date: 2027-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.